Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 4 off the bus. The field service engineer replaced the drawer controller board and pyxi interface board to resolve the issue. The technical support specialist confirmed that the malfunction occurred when user was trying to issue medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had drawer not recognizing cubies. The customer stated that the main drawer 4 is not recognizing any cubies, cubie map is all greyed out and drawer not detected on bus. The customer performed device reboot but no change. Issue caused a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.